Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump over-delivered insulin. Customer stated that she went low twice. Customer stated that she had to eat in order for the blood glucose level to get back to normal. Nothing further reported.